Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 06-jan-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On (B)(6) 2015 she started experiencing constant colds. On an unspecified date the consumer experienced hair loss, fatigue/ tired, bloating, mood swings and sick. Follow-up received on 07-jan-2016: the consumer reported she had another cold and fatigue, and all she want to do is sleep. She is constantly ill, can not work and is exhausted. Follow-up received on 07-jan-2016 with no new information and additional information received on 11-jan-2016: consumer reported that she was at day 11 of constant cold and tried 4 cold medicines and teas. Follow up information received on 07-jan-2016, 14-jan-2016 and 15-jan-2016 from consumer (via social media) and case was upgraded to incident: she stated she experienced cold, insomnia, fatigue and was exhausted, because she was constantly ill; she also experienced hair loss, bloating, and mood swings. She reported essure made her sick for 4 years and she had a hysterectomy scheduled for (B)(6). Follow-up information was received on 25-jan-2016. No new clinical information was provided. Follow-up received on 04-feb-2016 consumer stated that on (B)(6) 2016 she removed a mass found in uterus and on (B)(6) 2016 she had a surgery for hernia. Six weeks recovery time. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had bloating after essure (fallopian tube occlusion insert) insertion. According to her; a hysterectomy was scheduled (in a few days following her report). The reported event is listed according to essure's reference safety information. In this case, limited information was provided. Consumer reported bloating amongst other serious events (such as mass in uterus and hernia surgery), these serious events were considered as unrelated to essure due to their nature. Although the information available is minimal for a comprehensive causality assessment; since bloating may occur after essure insertion; causality between this event and essure cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for essure removal. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-mar-2016 the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical events are not indicative of quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had bloating after essure (fallopian tube occlusion insert) insertion. According to her; a hysterectomy was scheduled (in a few days following her report). The reported event is listed according to essure's reference safety information. In this case, limited information was provided. Consumer reported bloating amongst other serious events (such as mass in uterus and hernia surgery), these serious events were considered as unrelated to essure due to their nature. Although the information available is minimal for a comprehensive causality assessment; since bloating may occur after essure insertion; causality between this event and essure cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for essure removal. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.